Event description:
Account contact reports: clinician's hands become chapped, reddened, cracked with some burning sensation within 10 to 15 minutes after donning the glove. Contact reports wearing the gloves for many years. Contact reports no known latex allergies or sensitivities. Contact reports no medical intervention or treatment required. The irritation symptoms becomes less over the weekend when the gloves are not in use.